Event description:
It was reported that during central processing, the user conducted an inspection and observed a damaged conductor wire cover on the long bipolar grasper instrument. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have damage of the conductor wires insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. Image review: review of the provided image (see attachment) is consistent with the damaged conducting wire cover.